Event description:
Event date: 2023-03-02: p-wave amplitude trend showing "data is invalid". Possible due to low amplitude p-wave.(B)(6) 2024 measured p wave of 0.30 mv. Programmed atrial sensitivity is 0.15 mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).